Manufacturer narrative:
Initial.

Event description:
It was reported that the user unintentionally navigated to the fill tubing screen while attempting to announce a meal and did not initiate a fill; the agent confirmed tubing fill units remained at 0.0, guided the user out of the screen, and no further assistance was needed, indicating a use error related to procedure on the device¿s tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified and classified as an improper or incorrect procedure involving the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.